Event description:
A home patient (hp) reported that the clamps break very easily. A follow up was done via phone. The patient stated the new box of clamps is working fine. The patient was involved, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint was not confirmed as no samples have been received for analysis. A root cause was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.